Event description:
As reported for this event by the customer, the device probe broke outside the patient at the end of an unknown therapeutic procedure. There is no reported harm to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
Per the legal manufacturer, the other device defects included in the follow-up MDR (evaluation results) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device actual lot number is kr185537, lot number kr185513 is for device package. The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Visual inspection of the received condition was performed on the device; dried tissues build up was found on the distal end. The ptfe pad (teflon pad) is present and in good condition. The teflon pad and probe are also in good alignment when closed. There is no indication of any physical damage to the probe, and no hairline crack was observed. The device¿s wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Observed that the device's connector contact pins are in good condition. The device was then attached to test transducer td-tb400 together with the generators usg-400/esg-400 and a probe check was performed; the device passed the probe check. Also, the device passed the high frequency output during seal mode inspection with saline. No error message displayed during activation. Both switches were checked and found both switches are functional. Based on the evaluation findings, the reported complaint of probe broken was not confirmed.